Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported and the aortic neck had an anterior angulation of at least 40 degrees. It was reported that the stent graft was placed in the proximal extension of the thoracic. The stent graft deployed lower than intended due to the slipping down of the stent graft during deployment resulting in a type I endoleak. The stent graft did not appear to be deployed correctly. The physician elected to perform an angioplasty however, it did not resolve the type I endoleak. The physician elected to place another talent thoracic device and placed the device inside of the other proximal stent graft. The physician ballooned the device and the type I endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: incorrect technique/procedure (graft was inaccurately delivered by the user). Conclusion: device failure related to user handling (graft was inaccurately delivered by the user). Secondary intervention.